Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope had adhesive missing on the edge of the distal end's acoustic rubber/cap. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the event is attributed to stress related issues with the adhesive, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.